Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with a water vapor therapy procedure as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed.

Event description:
It was reported that a patient who have a medical history that include hypertension, depression and colon cancer (after surgery), presented self-urination once or twice a day (since (B)(6) 2023). By (B)(6) 2023, the prostate size was 31g and 3.5 cm and due to a cystoscopy, it was found that the mid lobe was enlarged. As a result, on (B)(6) 2023, the patient went into a water vapor therapy. On that treatment, the patient received 9 treatments in total for an operation time of 12 minutes. The procedure was completed and there were no patient consequences that day. Nevertheless, by (B)(6) 2023, the patient was checked and there was no abdominal distention, headache, nausea or vomiting and no mood disorder; however, an intestinal peristalsis was audible. By the afternoon of that date, it was found that the balloon insertion site was slightly bleeding, and hemorrhage was observed. Hence, a hemostatic agent was started along with the antibiotics. After that, a digital rectal examination was conducted and it was found an adherent bleeding, therefore, an abdominal CT was performed. The CT showed inflammation from the prostate to the rectum and near the prostate, which had undergone a water vapor therapy procedure. The diagnosis from the CT was suspected edematous wall thickening in the rectal rb and strong edematous changes around lower urinary bladder. The patient was treated with medication and a colonoscopy was performed. The colonoscopy showed dark red blood in the rectum and fecal juice and near to the suture there was inflammatory redness and mild edema; deeper into the lesion was found mottled erythema and inflammatory erythema. That inflammation was purplish, erosive, and necrotic, with a map-like inflammation consistent with ischemic enterocolitis. Subsequently, biopsies were taken, and the possible diagnosis was a nonspecific enteritis and ischemic enteritis. The patient received 6 doses of corona vaccine. Afterwards, the patient was advised to fasting and fluids due to enteritis, then, insomnia occurred, and it was treated by medication. Additionally, since the patient had hypertension, irbesartan (telmisartan) medication was continued and others were discontinued. By (B)(6) 2023, the catheter was removed and there was residual urine (200 ml) and self-urination. A day after that, the patient went into an ultrasonography that confirmed prostate reduction and edema of bladder neck.

Event description:
It was reported that a patient who have a medical history that include hypertension, depression and colon cancer (after surgery), presented self-urination once or twice a day (since (B)(6) 2023). By august 24, 2023, the prostate size was 31g and 3.5 cm (B)(6) 2023, the patient went into a water vapor therapy. On that treatment, the patient received 9 treatments in total for an operation time of 12 minutes. The procedure was completed and there were no patient consequences that day. Nevertheless, by (B)(6) 2023, the patient was checked and there was no abdominal distention, headache, nausea or vomiting and no mood disorder; however, an intestinal peristalsis was audible. By the afternoon of that date, it was found that the balloon insertion site was slightly bleeding, and hemorrhage was observed. Hence, a hemostatic agent was started along with the antibiotics. After that, a digital rectal examination was conducted and it was found an adherent bleeding, therefore, an abdominal CT was performed. The CT showed inflammation from the prostate to the rectum and near the prostate, which had undergone a water vapor therapy procedure. The diagnosis from the CT was suspected edematous wall thickening in the rectal rb and strong edematous changes around lower urinary bladder. The patient was treated with medication and a colonoscopy was performed. The colonoscopy showed dark red blood in the rectum and fecal juice and near to the suture there was inflammatory redness and mild edema; deeper into the lesion was found mottled erythema and inflammatory erythema. That inflammation was purplish, erosive, and necrotic, with a map-like inflammation consistent with ischemic enterocolitis. Subsequently, biopsies were taken, and the possible diagnosis was a nonspecific enteritis and ischemic enteritis. The patient received 6 doses of corona vaccine. Afterwards, the patient was advised to fasting and fluids due to enteritis, then, insomnia occurred, and it was treated by medication. Additionally, since the patient had hypertension, irbesartan (telmisartan) medication was continued and others were discontinued. By (B)(6) 2023, the catheter was removed and there was residual urine (200 ml) and self-urination. A day after that, the patient went into an ultrasonography that confirmed prostate reduction and edema of bladder neck.